Manufacturer narrative:
No product was returned by the customer, so no further investigation was possible. No information was provided that would point to a cause for the result discrepancy or the error messages. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter and master lot test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 45%. Donor 2 hct: 54%. Testing results: donor #1: master lot: 2.5 inr. Master lot strip and customer meter: 2.5 inr 2.5 / 2.5. Donor #2: master lot: 2.5 inr. Master lot strip and customer meter: 2.5 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned and the retention material meet the specification. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs pro meter serial number (B)(4). At 12:47 p.m., a fingerstick sample from the patient was tested on the meter and it resulted as 5.4 inr. Based on the meter value, another sample was collected from the patient within 15 minutes of the first sample and tested in the laboratory using the dade innovin method. The result obtained with the dade innovin method was 4.11 inr. The meter result of 5.4 inr was not reported to the doctor and it was believed to be inaccurate. No adverse events were alleged to have occurred with the patient. The patient's warfarin dose was not changed based on the meter result. The warfarin dose was reduced based on the laboratory result of 4.11 inr. No other treatment was provided to the patient. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly. The patient does not have hematocrit issues or antiphospholipid antibodies. The patient has no bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any new medications, changes in normal vitamins or supplements, changes in diet, or additional illnesses. The patient does not have any special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 168934-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.